Manufacturer narrative:
It was reported that the patient had loosening of components as identified by the complainant. Revision surgery occurred to address the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had loosening of components as identified by the complainant. Revision surgery occurred to address the issue.